Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on the third firing of the device the surgeon was able to press the green button but the instrument did not fire. It was noted that there was a 2 minutes delay on the operation. Another reload was used to complete the procedure. There was no patient injury.